Manufacturer narrative:
The customer was performing a study for trial and publication comparing performance of the cap/ctm system and the abbott m2000 system. No patient results were reported to physicians from this study. The customer alleged that (B)(6), v.2.0 test results were higher than expected when compared to the abbott hiv assay. Analysis of the customer data showed an overall mean of the log difference between all samples / controls generated within the linear rage of both assays as being 0.48 log 10 higher with the (B)(6), v2.0 test. The customer-provided cap/ctm data showed a significant delay of 2-3 cycles for both target and qs, as compared to data obtained during qc kit release testing. Based on this data, it is likely that a cap/ctm instrument issue was involved such as pipetting inaccuracies. This could not be confirmed, as, although requested, no instrument diagnostic data files were provided for analysis. In addition, although requested, no patient samples from the study were returned for further investigative testing. However, internal investigative testing using the complaint kit batch, p01363, generated all results within specification. The (B)(6), v2.0 test package insert, in the method correlation section, shows the correlation coefficient for the comparison of the (B)(6), v2.0 as compared to the abbott realtime (B)(6) assay is 0.930, indicating a high correlation between the two tests. However, the package insert data also shows that single replicates may have a >1.0 log difference, as was seen at the customer site. Based on the information provided, no product non-conformance was identified. (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer site in (B)(6) filed a complaint alleging that discrepant results were generated with the cobas ampliprep / cobas taqman hiv-1 test, v2.0 ce-ivd. Specifically the cobas ampliprep / cobas taqman hiv-1 test, v2.0 ce-ivd generating (B)(6) results when compared to a comparative abbott assay. The customer ran four runs in parallel using plasma samples and (B)(6) results were generated for all four runs. The associated us product is (B)(4).